Manufacturer narrative:
The catheter used during the event was received at acist and investigation was completed on 7 oct 2025. The investigation indicated the catheter had encountered an obstruction during the catheter withdrawal. The catheter had excessive deformation and elongation of the imaging window and separation at the proximal region of the imaging window, which is indicative of catheter withdrawal against resistance. The rapid exchange port was also damaged through interaction between the guidewire and the catheter distal tip during the catheter withdrawal against resistance. Review of the manufacturing records for the kodama lot 389983 indicated the device was manufactured according to specifications. All acceptance records demonstrate that the device was manufactured in accordance with device master record. The probable root cause of the event is the user withdrawing the catheter against resistance.

Event description:
Acist kodama intravascular ultrasound catheter was used to image a patient's left anterior descending artery. The guiding catheter position was not stable, so a guideliner was used to advance the kodama catheter through the artery. After completing the imaging with the kodama catheter, the catheter was being withdrawn when the catheter shaft fractured at some point. Imaging was successfully acquired prior to the event. The user did not know the catheter had fractured until the catheter was removed. The fractured catheter was removed with the guidewire and guideliner without any complication. The intended procedure was successfully completed. No harm occurred to the patient, and the patient remained stable throughout and following the procedure.

Manufacturer narrative:
A2: age and birthdate estimated, not known. Patient information is unknown. The kodama catheter used during the event was received at acist for investigation on (B)(6) 2025. The investigation is in progress. Upon completion of the investigation, a follow-up report will be submitted.